Event description:
It was reported that a flogard infusion pump would not turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Service confirmed the customer reported condition of "cannot turn on" as the f-49 alarm. The root cause of the f-49 alarm was determined to be damage to the main battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.